Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was damaged. The customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer stated that the reservoir not able to lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.